Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the user facility, the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported disassembly of the device was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported disassembly include a material fatigue issue or impact. The device was repaired and returned to the manufacturer loaner pool.

Event description:
It was reported that during testing conducted at the user facility the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.